Event description:
It was reported that prior to starting a da vinci surgical procedure the wire at the tip on the fenestrated bipolar forceps instrument was noted to be frayed. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed upon visual inspection that the pitch down cable was broken at the distal clevis hub. The cable segment that contains crimp was still installed in the distal clevis. The other cables at the wrist were undamaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.